Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2015 alleging an issue with the display contrast. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been evaluated by product analysis on 04/20/2015 with the following additional findings: further investigation revealed that the pump was returned with the contrast set low.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis related to other complaints on 04/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. The complaint of a contrast issue with the display was duplicated. No evidence of other issues was found in the black box data. The pump was exercised for 24 hours with no errors, alarms, or warnings observed. The pump performed within specifications. The pump case was removed and no internal damage was found. A battery cap was not returned with the pump; a test cap was used to complete investigation. Any further results of investigation related to this complaint will be reported in a follow-up supplemental report.